Manufacturer narrative:
The delivery device was returned with one peel-back label. Visual inspection found the device dirty with dried solutions in the tip and loading deck area. Microscopic evaluation found that the tip is bent and torn or split on the flat area on the top side of the tip. Due to evidence of use, the cause of the damage cannot be determined. Further investigation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The tip of the delivery device was observed to be split after the lens was successfully inserted into the patient¿s eye. There was no issue with the procedure and no impact to the patient.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. 100% cosmetic inspection is performed prior to shipping. Inspection was performed with three retain inserters from the lot, and no issues were observed. The tip was likely damaged due to some type of excessive force exerted on the inserter. The most probable root cause is therefore operational context. No corrective action is necessary at this time.